Event description:
Additional information was received indicating provocative testing was performed and no anomalies were noted. A lead revision is anticipate but has not yet been performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.